Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. The procedure was completed using manual compression. There was no reported patient injury. The product was properly stored and opened in sterile field. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user shuttled down completely. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The syringe was connected to the device, and the unit was inserted into a cordis sheath. The advancer tube and sealant were in their manufactured positions. There were no visual damages or anomalies observed during this analysis. The sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results showed that there were no problems with the device¿s deployment mechanism, as it functioned as expected, advancing the advancer tube and deploying the sealant for the complete removal of the unit. An additional evaluation was conducted to check for the presence of a slit on the outer cartridge. During this evaluation, the mentioned slit was confirmed to be present. Therefore, the reported malfunction could not be related to any issue with the absence of the slit during manufacturing. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant and advancer tube were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle, even though it was reported that the user shuttled down completely. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy. The procedure was completed using manual compression. There was no reported patient injury. The product was properly stored and opened in sterile field. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. The device will be returned for evaluation.